Event description:
It was reported that while in the operating room (or) the intra-aortic balloon (iab) was prepped; the balloon was pulled negative before removing from the tray. The md inserted the teflon sheath via the patient's left femoral artery. While inserting the iab into the teflon sheath, the shaft at the proximal end of the balloon was found kinked and the md was not able to insert the iab fully into the teflon sheath. As a result, the iab and sheath were removed as one unit. Th emd requested a second iab for insertion. The second iab was inserted in the same insertion site without issue. There was no reported patient death or injury. There was a delay in intra-aortic balloon pump (iabp) therapy, which was listed as the timeframe required retrieving, prepping and inserting the second iab successfully. Medical/ surgical intervention was not required. The patient outcome is listed as good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.